Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with chest pain and shortness of breath. An echocardiogram and computerized tomography scan confirmed the right ventricular (rv) lead resulted in a perforation. Moderate pericardial effusion was also observed. As a result, the rv lead repositioned. No additional adverse patient effects were reported.